Event description:
It was reported via repair work order that the footboard touch screen had intermittent functioning due to the ribbon cable being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.